Event description:
It was reported that, while burring the tibia in a cori assisted tka surgery, an error message prompted that the robotic drill was disconnected. They attempted to calibrate the real intelligence robotic drill again, but the same error occurred and the surgeons were asked to re-register the checkpoints again on the patient's bone, knee center and flexion range. At last they could not proceed to assess post-op stress gap because the drill disconnect error appeared several times and they also received a communication failure error. A backup drill was available, but the surgeon decided to completed the procedure with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. After the surgery, a new robotic drill was used to test the system and successfully passed the calibration page and no error was found.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6) , used for treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual or functional evaluation due to the device not being returned. A review of the relevant log files and screenshots was performed. Many system time out error screenshots are present during the tibia cut phase and after an attempt to disconnect and reconnect the drill. Logs show that these system time out errors were caused by a large amount of faults associated with a bad connection in the exposure motor encoder. A relationship between the reported event and the device could not be established. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a faulty connection of the exposure motor encoder of the drill used during the case. No issues in the logs or screenshots appear to be associated with the function of this part number, the console. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.